Event description:
The customer reported that during a procedure, the devices in use were not functioning properly. Troubleshooting of the equipment was performed. It was reported that this console may have been associated when a shaver handpiece activated on its own during use. The procedure was completed and there were no injuries.

Manufacturer narrative:
Investigation results: the console was evaluated and the reported problem could not be duplicated. No fault was found with this console.